Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The 2.50x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross the lesion. The physician attempted to cross the lesion with the device several times without success. Upon removal of the device it was noticed that the stent was lifted up. The procedure was successfully completed with a different device with no pt complications. The patient's current condition is listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.